Event description:
It was reported that this right ventricular (rv) lead was explanted duet to high pacing thresholds and impedance issues. A new lead was successfully implanted. This lead was retained by the hospital. No additional adverse patient effects were reported.